Event description:
While doing dca of saphenous vein graft to left anterior descending, cutter of catheter would not advance and could not manipulate guide wire within device. Several cuts had been made prior to device not functioning. Catheter and guide wire removed from pt without incident and procedure continued.